Manufacturer narrative:
The insulin pump functioned properly during the unexpected restart and self test. No error alarms were noted during testing. Several boluses were performed and all boluses were properly recorded in the insulin pump history. No bolus anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, and cracked reservoir tube lip. No damage was noted inside of the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an excess no delivery alarm on the insulin pump. Customer's blood glucose level was 125 mg/dl. Customer stated that the alarm occurred during the rewind/prime sequence. Customer also stated a temp basal was not programmed before the alarm occurred. Customer had a low insulin alarm and replaced the insulin. Insulin pump will need to be replaced. No additional information provided.